Event description:
It was reported that bd angiocath IV catheter 24ga 0.75in contained foreign matter. The following information was provided by the initial reporter: ". According to the customer's report, the hcp felt something different upon puncture and pulled out the needle, and then found an fm around the center of the needle.".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/27/2021. H.6. Investigation: bd received a 24 gauge angiocath device from lot 9157626 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a piece of foreign matter (fm) on the device's needle. A piece of the fm was collected and sent for ftir analysis. Ftir testing determined that the fm was most likely epoxy or glue mixed with silicone. Epoxy and silicone were used during the manufacturing facility. Epoxy was used to attach the cannula to the hub and silicone was used to assist with the assembly of the device and aid with retraction. Based off the visual inspection and ftir testing the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath IV catheter 24ga 0.75in contained foreign matter. The following information was provided by the initial reporter: "according to the customer's report, the hcp felt something different upon puncture and pulled out the needle, and then found an fm around the center of the needle."